Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text (B)(6) 2018: erp_rfc_user related svn (B)(4). Complaints text (B)(6) 2018: (B)(6) cust sts as we were closing up that he had an insulin flow block 6 weeks ago. Complaints text 04/23/2018: (B)(6) initial notes: cust sts that I was fine yesterday and this morning. When I took my dosage at noon it was 341bg no reason to get that high. Took insulin at 3:40 pm 15u after checked it 5:25 tested it was 538bg then took another 15 u. Inquired what led up to the complaint. Customer response: cust sts has hbg's today. High bg/under delivery t/s per (B)(4). Patient's bg at time of incident: 341 mg/dl. Patient's current bg: 175 mg/dl. Customer reports the following symptoms related to their high bgs: loss of balance, stomach does not sound. Customer's outcome pertaining to the complaint: adv of aftercare email. Adv of online services. Adv that due to him having to change early set we will replace set and res. Adv to contact hcp if bg go low or high. Adv to call us back anytime to go over t/s if need be. Additional notes: cust sts that he has 30u of active insulin going. Cust sts he is disabled due to diabetes. Cust sts that he was outside picking brush for the brush pick up and he noticed he was losing his balance. Cust sts that he did change his set, site and insulin at 2:21 pm. After asking for his current bg and seeing that it went down. I did go over the guidelines. The mmt-386 exp:9/1/2020, lot#:5200958, res: mmt-332a, exp: 6/19/2020, lot#:hg1wslh; ship: 1 mmt-332a, 1 mmt-386/return: nothing.